Event description:
It was reported that during the process of priming an extracorporeal circuit containing the device, a white, movable particle about 0.7 sq mm in size was visually detached in the tubing downstream of the device. The device is purchased from the firm by a tubing pack MFR, inserted into the tubing pack MFR's product, packaged, and then sterilized. It is presumed that the device/circuit was replaced and the cardiac surgery proceeded without further incident. No pt sequelae were reported.

Manufacturer narrative:
H3. Device evaluation begun, but not yet completed.